Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to false upstream occlusion alarms, which were reproduced. The false messages were found to be caused by low ultrasonic reading with low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.